Manufacturer narrative:
Product event summary: the mapping catheter, 2ach25 with lot number 11034511, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft and tip/loop section were intact with no apparent issues. No kinks were observed along the shaft, or the tip/loop section of the mapping catheter. In conclusion, the reported clinical issues were unable to be confirmed through testing. The mapping catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files indicated balloon catheter 2af283 with lot number: 96237 was used for two applications without issues. The clinical issues (tamponade, effusion, and bradycardia), could not be confirmed through data analysis. Analysis of the physical product is pending upon return of the mapping catheter 2ach25. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected. The patient then became irritated and attempted to get off of the table. It was then reported that the patient experienced bradycardia. An echocardiogram was performed identifying an effusion that developed into two tamponades, which were drained prior to the patient being sent to cardiac surgery. It was noted that the patient was in pulseless electrical activity (pea) and that a blood transfusion had to occur. The case was aborted while the patient was under general anesthesia. The patient is expected to make a full recovery. No further patient complications have been reported as a result of this event.